Manufacturer narrative:
(B)(4). Concomitant medical products - gender solutions patello-femoral trochlea component size 3 right catalog #: 00592601302 lot #: 62314704. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the patient stated that the device is not available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001822565-2017-08332, 0002648920-2018-00768. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, a burning sensation and improper seating of the prostheses approximately four years post-operatively. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The products were evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the gender solutions pfj package insert, pain and malalignment are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.